Event description:
It was reported that "after the surgeon inserted the balloon into the patient, he was unable to adjust the positioning, as the shaft was kinking with the slightest move. Moreover, the protective sleeve detached with no application of force". Additional information states that to continue therapy, another catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "critical"

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "after the surgeon inserted the baloon into the patient, he was unable to adjust the positioning, as the shaft was kinking with the slightest move. Moreover, the protective sleeve detached with no application of force". Additional information states that to continue therpay, another catheter was inserted. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "critical"

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in a cardboard box and was in a bio-hazard bag. Returned with the sample was supplied semi-finished insertion kit; the returned semi-finished insertion kit was completely sealed and un-used. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 15.6cm, 38cm, 42.2cm , 44.3cm, 52.5cm and 75cm from the iabc distal tip. Spots of dried blood were noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. Upon return, the hemostasis/stat-lock cuff was noted disconnected from the iabc cathgard and a section of the outer lumen was exposed. No obvious damage or abnormalities were noted to the cuff and cath-gard. The hemostasis cuff was reconnected to the iabc cath-gard, no issues or abnormalities were noted with the connection. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 15.7cm, 38cm, 42.3cm, 44.2cm, 52.5cm and 74.9cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported compliant of iab kinked is confirmed. During the investigation, numerous kinks were noted to the returned intra-aortic balloon catheter (iabc) central lumen, and resistance was noted at the locations of the kinks upon passing the guidewire through the iabc central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the kinked central lumen. The root cause of the kinked central lumen is undetermined, a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.